Event description:
Customer reported his blood glucose lowered to 40 mg/dl in the middle of the night. His spouse gave him glucose tab and turned of the insulin pump. She provided medical assistance to resolve the insulin shock state. During the day he would go low but he addressed it himself. Customer was inquiring about the low features on the 530g system. Event occurred on the customer mmt-723 device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.